Event description:
The user facility reported water was leaking from the reliance washer onto the floor. No procedural delays/ cancellations or injuries were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the side access door latched incorrectly. The bottom latch of the door was closed on the top of the latch bar instead of under the latch bar. The technician was informed an employee from the facility opened the side access door during a processing cycle and misaligned the door latch during closure. The misaligned door latch caused the door to torque and eventually leak water. The technician reviewed the proper way to align the door latch with the customer. The technician latched the door correctly, tested and inspected the unit and returned the reliance washer to service.